Manufacturer narrative:
Unit received with stripped battery cap coin slot. Unit powered up properly after battery installation. Unit received with operating currents within specification. No low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery cap coin slot was broken and could not open battery compartment with quarter or screwdriver. Customer reported that battery cap was already replaced. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.